Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA indicating that the device "runs hot". It is unk the device was used in surgery and there was no injury or medical intervention. It is unk if a delay occurred during the surgical procedure. There was no additional info provided.